Event description:
On 4/7/1999 safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: discovered in 11/1997 that she had developed an immediate hypersensitivity to latex. As a result of her acquired latex allergy, plaintiff had to stop working as a phlebotomist. Plaintiff has suffered pain and suffering and a sensitization to latex has caused restrictions in her life.